Event description:
Near field iegms show potential spikes in random placements of qrs with being marked as vf vt1. Patient to be brought in for isometric lead testing to see if reproducible in office. Lead remains implanted as well as device at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead was explanted on (B)(6) 2024. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.